Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The blood glucose level was 600 mg/dl at the time of incident. The current blood glucose level was 156 mg/dl. Other relevant blood glucose level was 375 mg/dl and 500 mg/dl. Customer treated with insulin pump as well as manual injection. The product will not return for the analysis.